Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer's blood glucose was suddenly rising and was taken to the hospital. Customer initially had stomach aches and customer's mother gave medication as she believed customer was sick. She was called by the customer who stated she was unable to stand up. The customer was taken to the hospital; her blood glucose was 806 mg/dl. Once at the hospital the device was removed and she was put on manual injections. She was also treated with insulin drip. She was put on the device again and blood glucose would rise again. The complete set was changed three times and insulin was used form a new vial. Customer was hospitalized for five days. Troubleshooting wasn't possible as customer had the device at school. Customer's mother was concerned the device may have an occlusion. She didn't have a tubing clamp and one was sent. Customer was advised to call back to properly perform troubleshooting. The device is not returning for analysis.